Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17420283l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a c3 navigational variable lasso catheter. After connecting the c3 navigational variable lasso catheter to the patient interface unit (piu), both the carto system and the pruka recording system had a severe noise issue on both the ECG and intracardiac signal. The physician could not read the signals. When taking the lasso cable out from the piu, the noise issue was gone. They changed the cable to a new cable and turned on and off the system but it did not resolve the issue. After changing to the new lasso catheter, the procedure went well. The procedure was completed with no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. We are conservatively assessing this event as a reportable malfunction as it is standard for additional monitors to be available to monitor the patient's ECG rhythm during these procedures, but in this case could not be confirmed. Therefore, the lack of monitoring of the cardiac rhythm while devices are intracardiac might lead to undetected cardiac rhythm that can be life threatening.